Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. No further information was reported.

Event description:
New information noted that during an in-clinic check, noise was oversensed, resulting in pacing inhibition. Programming changes were made. The patient was in stable condition with no adverse health consequences.